Event description:
It was reported that on (B)(6) 2009, the pt underwent a procedure using two gore tag thoracic endoprostheses (tg3715/06318328-proximal; tg4020/05974289-distal) to treat a thoracic aortic aneurysm. At the end of the procedure, a pseudoaneurysm was identified at the right brachial artery, where the guidewire was pulled out to form a pull-through system. The physician determined to take a wait-and-see approach and ended the procedure. The preoperative aneurysm size was 65 mm. On (B)(6) 2009, a follow up computed tomography (CT) image identified a distal type I endoleak. The physician determined to monitor the pt. The distal neck diameter was 34-36 mm and the length was 4 mm. On (B)(6) 2009, the physician performed a procedure to treat the pseudoaneurysm (the type of treatment unk). On (B)(6), 2009, the pt's one month follow-up exam confirmed the exclusion of pseudoaneurysm. On (B)(6) 2010, the pt's six months follow-up exam showed the persistent distal type I endoleak. The aneurysm size was 65 mm. On (B)(6) 2010, the pt was implanted with two additional gore tag thoracic endoprostheses (tg4020/06271140; tg4020/06839627) to treat the distal type I endoleak. The pt tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore tag thoracic endoprosthesis instructions for use state that potential device or procedure related adverse events include endoleak and reoperations.